Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the stored electrograms for the implantable defibrillator, post-paced t-wave oversensing was observed. The patient would be monitored normally.